Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation, tilt, and pe as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately seven years one month post vena cava filter deployment the patient was diagnosed with multiple pulmonary embolisms, right leg deep vein thrombosis, and thrombus at the renal level extending into the iliac and femoral veins and surrounding the ivc filter. Approximately eight years four months post filter deployment a CT scan reportedly demonstrated the filter perforated and tilted. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b6,b7,d4(expiry date: 03/2012),g2,g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately seven years and one month post vena cava filter deployment, the patient was diagnosed with multiple pulmonary embolisms, right leg deep vein thrombosis, and thrombus at the renal level extending into the iliac and femoral veins and surrounding the inferior vena cava filter. Approximately eight years and four months post filter deployment, a computed tomography scan reportedly demonstrated the filter struts perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately seven years and one month post vena cava filter deployment, the patient was diagnosed with multiple pulmonary embolisms, right leg deep vein thrombosis, and thrombus at the renal level extending into the iliac and femoral veins and surrounding the inferior vena cava filter. Approximately eight years and four months post filter deployment, a computed tomography scan reportedly demonstrated the filter struts perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and six months post filter deployment, patient presented with abdominal pain. Subsequently, x-ray chest ap revealed that, inferior vena cava filter was projecting over l1-l2. Five years and six months later, computerized tomography-chest revealed that there were multiple pulmonary emboli. Acute emboli were seen within the main branch of the right upper lobe pulmonary artery. Acute emboli were also seen within segmental branches of the right middle and lower lobe pulmonary arteries. Venogram showed no thrombus noted at or above apex of the inferior vena cava filter. Later, dx abdomen single view ap showed inferior vena cava filter project to the right of l2-l3. Eventually one year and two months later, computerized tomography (CT) revealed that the inferior vena cava filter present, tilted posteriorly by approximately 7 degrees with superior most aspect of the filter abutting the posterior wall of the inferior vena cava. Superior tip of the filter was at the level of the right renal vein and just below the level of the left renal vein. All the struts extended beyond the outer wall of the inferior vena cava by up to 8 mm, however none of them perforated the adjacent structures. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is unconfirmed for the filter tilt as the medical states, ¿tilted posteriorly by approximately 7 degrees with superior most aspect of the filter abutting the posterior wall of the inferior vena cava.¿ additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.